Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient having metal sensitivity symptoms. Doi 2009, dor eight months later (right hip).